Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. (B)(4).

Event description:
Patient representative reported left side rupture, pain, axillary region "filled with silicone material," and patient knowledge of "implants linked to cancer." The status of the device is unknown.